Manufacturer narrative:
Date of report received: 18 jul 2019. MFR received date: 11 jul 2019. The manufacturer¿s customer specialist confirmed the reported issue. The manufacturer will add replacement order and credit device. During further investigation (fi), failure analysis on the power management (pm) pcba, found that the primary alarm speaker copper braided wire¿s solder joint through to the other end of the copper braided solder joint was measured and found an open. Root cause: the electrical open in the speaker on the power management (pm) pcba created the primary alarm failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device failed the primary alarm failure error code on arrival. There was no patient involvement.